Event description:
It was reported by service report that ground prong was broken on the power cord, and there was a loss of functionality on both siderails. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: siderail cables.